Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device takes a breath by itself when put in standby mode and that the breaths flutter. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) performed troubleshooting with the customer and stated that the device was showing -0.5 for average standard liters per minute (slpm). The rse informed the customer that the manufacturer recommends the replacement of the flow sensor assembly for standby issues and a replacement of the data acquisition (da) printed circuit board assembly (pcba) for the breath flutter issue. The rse then informed the customer that a replacement of the gas delivery system (gds) would replace both the flow sensor assembly and da pcba. The customer requested the part number for the gds.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.